Manufacturer narrative:
Constant tone and blank display due to faulty interface board. Unable to verify unexpected restart alarm, button/keypad anomaly, or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to constant tone and blank display anomaly. Insulin pump had cracked reservoir tube and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The issue also occurred a couple of weeks ago. Customer's blood glucose level was 61 mg/dl. The buttons on the insulin pump were unresponsive. The customer was now hearing a constant tone. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.